Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6) a philips remote service engineer (rse) spoke to the customer and a nemo (non-engineering material only) service was agreed upon. The customer was provided with a quote for a nbp pump assembly to resolve the issue. The customer was provided with a quote for a nbp pump assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mmx indicating inconsistent nibp measurement. The device was in use on patient at time of event, there was no adverse event reported.